Event description:
It was reported that a merlin transmission showed rv oversensing of noise. The patient was brought into clinic for isometric testing and noise could not be reproduced. Programming changes were made. Patient monitoring will continue.